Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The returned sulu was loaded with staples from a pmv test unit. The stapler and reload were applied to the test media with acceptable staple formation. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ear nose throat procedure, the stapler press did not occur and the device did not work. Therefore the device was replaced with the new one. The physician moved to another hospital therefore we could not find the event details. There is no patient harm or injury in the case.